Event description:
Pt allegedly suffered an infection of the wound following spine fusion surgery on or about (B) (6), 2008.

Manufacturer narrative:
The device is not available for eval and investigation. Without the actual sample, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.